Manufacturer narrative:
It was reported that a revision surgery was performed to replace the patellar component due to pain. The surgeon does not blame the implant. The affected genesis ii resurfacing patellar component, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes of the reported event could include but are not limited to traumatic injury, joint tightness or patient reaction. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive.

Event description:
It was reported that the patella implant was replaced due to patella pain (revision surgery). The surgeon does not blame the implant. No x-ray or histology studies are available. The primary surgery was performed on (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.